Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd glass. Unable to perform any testing including the displacement test due to physical damaged to lcd glass. Cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported led anomaly with the pump. The customer reported no adverse event.the event involved product mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-712ews and insulin pump was retuned for analysis.